Event description:
It was reported that an asymptomatic patient presented for unrelated x-ray imaging and externalized conductors were observed. No electrical anomalies were detected. The lead will be replaced. No further information is available.

Event description:
New information notes the lead was explanted. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.